Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating, and the pump exhibited mechanical issues. A surgical procedure was performed, during which the medical staff discussed that the issue might be due to kinking of the tubing or an abnormality of the cylinders. Additionally, the patient had significant corporal and pericorporal fibrosis from prior surgeries. The cylinders were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. A surgical procedure was performed to remove and replace the cylinders. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the middle of the cylinder. The first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder had a hole in the outer sleeve in the proximal end of the cylinder from sharp instrument. No leaks were found in the second cylinder. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. Functional test revealed that the pump did not pass the deflation test. Based on the information available and analysis results, the reason for the inflation issue and mechanical issue was most likely determined to be the pump not passing the deflation test. The allegation of fibrosis is a known risk associated with implant of these device as indicated in the IFU. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating, and the pump exhibited mechanical issues. A surgical procedure was performed, during which the medical staff discussed that the issue might be due to kinking of the tubing or an abnormality of the cylinders. Additionally, the patient had significant corporal and pericorporal fibrosis from prior surgeries. The cylinders were removed and replaced. No additional patient complications were reported.